Event description:
It was reported that after two mins and thirty seconds of activation, the core wire of the recanalization catheter broke while the device was being used to treat a heavily calcified cto in the common femoral. The core wire got caught in a support catheter. The procedure was completed.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The crosser catheter was returned with an usher support catheter. The investigation is confirmed for a core wire break, as the core was returned broken. The investigation ins inconclusive for retractions issues, as the crosser catheter was returned separate from the usher support catheter and the distal end of the usher support catheter was not returned for eval. No holes were present in the usher support catheter. Per the reported event details, the lesion was heavily calcified. Therefore it is possible that pt factors contributed to the core wire break. The break in the core wire lead to the retraction issues through the usher support catheter. However, the definitive root cause for the core wire break is unk.